Event description:
Study coordinator reported to stryker on 2/13/08, that following a sternotomy in 2006, a pt wore a painpump for postoperative pain relief, where 0.3% ropivacaine was infused at 4.0 ml/hr and the pump was in place for 64 hrs. The pt required a repeat sternotomy the same day as a sponge was left in the chest cavity. The pt was released seven days later. The pt was re-hospitalized ten days later, due to mediastinitis and vancomycin was started. IV antibiotics were given through the next eighteen days later. The surgeon reported to the study coordinator, that he could not rule out the pump as a factor in this reported infection.

Manufacturer narrative:
The device was not returned for evaluation. In addition, no lot number could be provided.